Manufacturer narrative:
Date of event is estimated. Further information was requested but not yet received.

Event description:
It was reported that after the implanting procedure, patient experienced neurological dysfunction. As a result, surgical intervention was undertaken wherein the system was explanted to address the issue.